Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient stated that her cgm was reading 40 mg/dl and therefore, she self-treated by drinking juice. No patient symptoms were reported. At an unspecified time during this event, the cgm was reading 40 mg/dl and the bg meter was reading 400 mg/dl. The patient reported she was hospitalized due to the cgm inaccuracy. However, the patient refused to provide dexcom with any further event information. No information regarding the patient¿s treatment/medication were reported. It was also not noted how long the patient was in the hospital prior to discharge. The patient was ¿not feeling well¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).